Event description:
Device malfunction: difficult to remove, failure to retract-thumb advancer. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after deploying the clip, the clip applier became stuck in subcutaneous tissue. An attempt to release the device with the safety release slider and the dilator assisted access ports to retract the thumb advancer/clip delivery tube were unsuccessful. The device was pulled out of the tissue tract with "brute force." Manual compression was applied for 10-15 mins to achieve hemostasis. "No surgical intervention required and pt is fine." No adverse pt effects were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.